Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) on november 16, 2007 and alleged that her fasttake meter was not powering on. The medical affairs specialist attempted to contact the patient several times via phone, however, the patient disconnected the call and refused to provide additional information regarding the issue/meter. The patient had reported that the alleged issue first occurred in 2007 (time not provided), which was 3 days prior to her call to lfs. She also mentioned that she experienced a seizure after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was a new product. The patient was using the correct test strips. The battery was correctly installed and the battery contacts were good. Based on the information provided, there was no misuse of the product. The meter did not turn on when the power button was pressed or when the test strip was inserted all the way into the test strip port. This complaint is being reported because the patient claimed to have experienced a seizure after the reported issue began. The onset of the issue was three days prior to the call to lfs. The patient did not receive any medical attention. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.